Event description:
Patient with admitting diagnosis of cerebral palsy with severe hip deformities underwent left total hip replacement on 5/22/92. The femoral shaft was opened with a curette. The smallest hand reamer was utilized and easily passed into the femur. The median reamer was then used and with relatively little torsion, with the surgeon turning the reamer with only one hand, it was heard to snap. The reamer was withdrawn and approximately 4 cm. Of the distal end of the reamer was missing. Fluroscopy demonstrated it to be in the femoral canal. It was not possible to retrieve it. It was elected to leave the fragment in the femur. The procedure was completed with no further problems. The patient was discharged on 6/3/92. The reamer is being forwarded to ecri for analysis and evaluation.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.